Event description:
It was reported that the left ventricular (lv) lead was not capturing. It was also reported that the lead had dislodged. The lv lead was capped and not replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional information is received, a supplemental report will be submitted. Concomitant products: c154dwk, implantable cardioverter-defibrillator, (B)(6) 2007; 6949, implantable defib lead, (B)(6) 2007. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.